Event description:
It was reported both sets that the patient experienced high blood glucose levels with the symptoms of malaise due to needle bent and was treated with manual injection on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-18777 / initial 2 of 2 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380